Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger with anterior needle tip and anterior cuff were not returned. The device was partially deployed. The complete suture with posterior needle tip was pulled out of the device and the posterior cuff was attached to the needle tip. Both cuffs were mostly captured and attached to the needle tips (this statement is based on the detachment at the posterior cuff requiring the anterior to be captured). The link had broken at the posterior link. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment, therefore, the reported cuff miss experience is confirmed. During testing the original plunger was inserted into the device and the needle trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. The suture is harvested and pulled via the anterior needle; resistance at this point of deployment can cause the link to detach. Some of the causes for a link break as outlined in the proglide device user trouble shooting and training guide are as follows: excessive force during plunger removal, jerky motion or a side wall stick. Gently removing the plunger during the first 2 cm can reduce the link breakage due to these causes. Based on the analysis of the device the root cause for the event is related to the operational context during use of the device. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Correction to evaluation summary provided in follow-up#1: prior report indicated: evaluation of the returned device found that the plunger with anterior needle tip and anterior cuff were not returned. Corrected information should state: evaluation of the returned device found that the link with anterior cuff was not returned. The plunger with anterior needle tip was returned for evaluation.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, the physician removed the plunger from the device and the needles came out with no suture attached. A second proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.